Event description:
One device was returned for repair. Analysis of device found motor rate error failure. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
One device was returned for repair. Review of event log found motor rate error. No relevant service history was found. Visual/functional testing was performed. The motor rate failure was duplicated by running occlusion test. The entire clutch and motor assembly was completely replaced.